Event description:
Same case as MDR ID# 2134265-2013-00837, MDR ID# 2134265-2013-00840. It was reported that during percutaneous coronary intervention procedure, the motor drive unit used was unable to pullback. Access was obtained via femoral artery. The target lesion was located in the left anterior descending artery. A bsc coronary catheter was selected and advanced to the target lesion for intravascular ultrasound. During the procedure, the motor drive unit failed to perform automatic pullback for three times. Manual pullback was not attempted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).